Event description:
It was reported that during a device implant procedure there was random noise seen on the right ventricular (rv) lead rate sense channel which was oversensed resulting in the patient receiving three inappropriate shocks. Thresholds and impedances were within range. The device was programmed off and the patient is not dependent on therapy. After the pocket was closed, the physician decided to re-open the pocket. They found that the leads were switched in the header. The leads were fixed, and the issue was resolved. No additional adverse patient effects were reported.